Event description:
Prytime is filing this report in an abundance of caution as the reboa catheter was present during a case that required a surgical cutdown for removal. The case involved a patient who was a blunt trauma victim resulting from a moped / truck collision. The patient was hypotensive upon hospital presentation. Percutaneous access was gained at the left common femoral artery (cfa) and a 7 fr. Introducer sheath was inserted. An ex-lap and splenectomy were performed in the operating room, and the patient was transferred to the ICU with the sheath in place. The patient exhibited continued bleeding requiring transfusion in the ICU and the reboa catheter was advanced to aortic zone-1 and inflated to achieve partial occlusion for approximately 47 minutes. The trauma surgeon reported difficulty during attempted removal of the catheter through the sheath. To remove the catheter, an open surgical cut down was performed to expose the cfa to enable extraction of the reboa balloon lodged in the introducer sheath as a single unit in accordance with the catheter instructions for use. The cfa was closed following the removal of the sheath/catheter. Upon investigation of this incident and evaluation of the returned device, it was determined that the likely cause of removal difficulty was use error in which all fluid was not removed from the balloon prior to attempted removal, causing the balloon material to bunch at the sheath and preventing catheter removal. Significant damage to the catheter shaft indicates excessive force was used during the attempted removal. The device evaluation demonstrated no evidence that the catheter was defective in any way. There is no reported or alleged failure or deficiency of the prytime catheter or its labeling.